Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Although the sample was not available for evaluation, three (3) photos of the complaint device were provided. The photos were examined, and the hemostasis sheath was identified, a kink was identified at the sheath tip and no other damage or issue was identified. A kink was noted on the tubing of the hemostasis sheath. As a result, the complaint can be confirmed for a kinked hemostasis sheath. The exact root cause could not be determined. The likely cause was determined to have been damage sustained by the sheath due to handling during sheath and locator assembly. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effect analysis (fmea)/hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the reported information. The interventional cardiologist requested an angio-seal for closure following a coronary angioplasty procedure. Upon opening the device, the nurse noticed the tip of the introducer was damaged. They decided not to use the product. There was no harm to the patient. No blood loss was reported.

Manufacturer narrative:
D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.